Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular fibrillation (vf) where the device delivered shock therapy. The physician was concerned that it took 3 delivered shocks to terminate or slow the arrhythmia. Additionally, it was noted that the device previously delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). It was noted that programming changes were made to each therapy zone following the inappropriate atp. The physician planned to explant and replace this device with a non-boston scientific device. Technical services (ts) reviewed the stored vf episode and noted that the delivered 41 joule shock therapy didn't appear to interrupt the ongoing rhythm. Ts inquired if it was a vt storm and noted that 5 seconds following the delivery of the third shock, the rate was back detected in the vt-1 zone at greater than 200 beats per minute (bpm). Ts discussed the potential of delivering too much energy and inquired about obtaining a copy of device data for further review. No further device data has been provided at this time and no further assistance was requested. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device will not be returned as the hospital is unable to locate it and it was suspected that the device was discarded.